Event description:
72 y/o male pt had an alta rod placed on 7/13/97. Pt returned to the hosp where a broken rod was removed on 8/23/97 and another rod was placed. The pt's condition deteriorated postoperatively and he expired on 8/27/97.